Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient with history of deep vein thrombosis and pulmonary embolism, congestive heart failure, hypertension and morbid obesity was admitted with shortness of breath and cough. Patient had v/q scan which was positive for indeterminate left side pe. CT of the chest confirmed pe. Duplex venous ultrasound was negative for dvt bilaterally. Vena cava filter was deployed via the right internal jugular vein infrarenal without complications. Patient discharged on anticoagulation therapy. Current patient status is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. Some time post filter deployment, the filter allegedly migrated to the heart. There was no reported attempt to retrieve the filter. The patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. Some time post filter deployment, the filter allegedly migrated to the heart. There was no reported attempt to retrieve the filter. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3. H11: g1, h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.